Event description:
Customer reported the system is having vertical movement problems. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer by phone and corrected the problem. System operates as intended.